Event description:
A nurse reported, a system message was displayed during a vitrectomy procedure. The silicone oil had to be extracted using a manual technique. There was no patient harm or delays reported.

Manufacturer narrative:
The company representative examined the system and replaced the transducer printed circuit board (pcb). The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. A root cause has not been determined. (B)(4).